Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the caller stated that they were working with a healthcare provider who was trying to put the patient's device into MRI mode for a head scan. The caller stated that patient had never had an MRI mode because patient has an older combination of lead and stimulator. The caller mentioned that the patient had a brain & cervical scan on or around (B)(6) 2026. The caller said that the patient claimed that the cervical spine MRI scan gave them brain damage from the stimulation that they received during that scan. The agent asked if the patient had experienced a lot of stimulation or something and caller said that that's what the patient had notes with the provider stating. The patient was redirected to their healthcare provider to further address the issue.